Manufacturer narrative:
Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system and is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Event description:
(B)(4)- the dentist reported that 3 years and 10 months after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. Moreover, 25n.cm of primary stability was achieved and the patient presented bone type ii.

Manufacturer narrative:
The complaint was received by the manufacturer and, after analysis, it was seen that the item received is different from the item reported. However, the correct item does not have a 510k reference, so it will not be corrected in the MDR due to the system rules. The item reference was corrected only on the complaint file and the lot number was not considered.

Event description:
(B)(4). The dentist reported that 3 years and 10 months after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. Moreover, 25n.cm of primary stability was achieved and the patient presented bone type ii.